Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The pump also had the following cosmetic damage: minor scratches on the lcd window, scratched reservoir tube window, and a cracked reservoir tube lip.(B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 80 mg/dl. The customer stated that he was wearing the pump on his side while working in the garage, and when the pump vibrated with a button error alarm he noticed that one of the buttons looked collapsed. The customer was able to fix the button, but he called in because the button became collapsed again. Troubleshooting was initiated for the button error alarm. The customer is unaware of any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.